Manufacturer narrative:
G2 report source has been updated. Media analysis of this greenlight fiber showed that the fiber tip was burnt. Burnt fiber tips are understood to be caused by heat accumulation at the fiber tip. Since the fiber likely experienced inadvertent tissue adhesion, insufficient saline flow, or/and constant heavy tissue contact, which are advised against in the instruction for use, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a benign prostatic hyperplasia with this fiber, it began to forward firing. The device was replaced and the procedure was completed without reported complications.

Event description:
It was reported that, during use in procedure to treat benign prostatic hyperplasia, this fiber began forward firing. The device was replaced and the procedure was completed without reported complications.